Event description:
The customer reported, the system is displaying high ma and high kv errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the high voltage regulator. Sys operates as intended.